Manufacturer narrative:
Image review: procedural images were provided for review. Pre-implant computed tomography (CT) images were provided which show the patient¿s annulus perimeter and perimeter derived diameter is 84.8 millimeter (mm)/27.0 mm, suggesting a 34 mm evolut per sizing matrix. Aortic root angulation is 54°. Tortuosity seen in descending aorta. No dissection noted in ascending aorta. Fluoroscopic images confirm the reported tortuosity in the aorta and show no signs of aortic dissection pre-implant. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant with evidence of a guidewire, of unknown type, inside the pigtail catheter. There is evidence of at least two recaptures during deployment due to suboptimal depth. During the first deployment attempt, depth was approximately 0mm at the left coronary cusp (lcc), and the delivery catheter system (dcs) appeared to be on the extreme outer curve of the aorta. During recapture, the valve moved aortic. The second deployment attempt resulted in a depth of approximately 10mm at the non-coronary cusp (ncc) but, despite little contrast, there was no obvious signs of an aortic dissection. Another deployment was performed, and optimal depth was achieved, approximately 3mm at the ncc, and no obvious signs of aortic dissection prior to final release. It was reported that forced release of the valve occurred due to tension. Fluoroscopic images show that the valve completely released from the dcs while the capsule was still over the paddle attachment. The tortuosity might have contributed to the tension reported by the physician and the sudden release of the valve. The final angiogram revealed a distinct aortic dissection in the aortic root near the outflow of the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-34 (lot: 0012015800); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, a dissection was discovered. The procedure was successful albeit challenging due to tortuosity of the patient's thoracic aorta and status post (s/p) endovascular abdominal aortic aneurysm repair (evar). During the procedure no complications were noticed. The following day the patient was doing well. Post-operative echocardiogram showed the valve in good position, with mild paravalvular leak (pvl) and approximately 1cm pericardial fluid. Later in the day, the patient was found in distress in their room and shortly thereafter suffered a cardiac arrest which could not be resolved. The patient passed away two days following the procedure. Autopsy performed three days following patient's death showed a centimeter-long tear in the aorta along the upper circumference of the stent-frame above the non-coronary cusp (ncc) and a massive tamponade. The team identified the tear on the final supravalvular aortography.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the diameter of the right iliac artery into the evar was 22f. The dissection occurred when the valve was released from the delivery catheter system (dcs). According to the physician, the valve contributed to the dissection. The physician also commented that the patient's combination of an angulated aorta, forced release of the valve due to tension and potential underly vascular pathology all contributed to the dissection as well.

Manufacturer narrative:
Added codes: a150203 g04002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.